Event description:
Customer stated when testing a previously known group a in provue, sample failed to react with the anti-a-microtube using mrs a/b/d monoclonal & reverse grouping card lot # 063004037-28 (exp 07/05).